Event description:
This female patient was identified during an active online listening program. Additional information was received through social media. The patient had essure inserted for contraception. The case describes the occurrence of fallopian tube perforation ("perforated my tube"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced fallopian tube perforation (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to fallopian tube perforation. Quality-safety evaluation of ptc: for essure: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse event is a known possible undesirable event and not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no suspicion of a quality defect based on the limited available information. The following amendment was made: upon internal review this case was found to be duplicate of case (B)(4), so this case needs to be delete from argus database. All information, references, events, source documents are transferred to retention case. No new follow-up information was received from the reporter. This solicited case report refers to a female consumer who was involved in an active online listening. She had essure (fallopian tube occlusion insert) inserted and it perforated her tube. This event was considered serious due to medical significance and it is listed on the reference safety information for essure. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, although no information was provided regarding the exact date and mechanism of this event, given its nature it was considered as causally related to essure. This case was regarded as non-incident, since no surgical intervention was reported. A product technical analysis was unable to confirm any quality defect or device malfunction at this time and concluded "unconfirmed quality defect". In summary, there is no suspicion of a quality defect based on the limited available information. No follow-up information can be obtained since this is a social media case.